Manufacturer narrative:
The hill-rom tech found the right head brake caster not holding due to hosp personal trying to move bed in brake position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the right head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the tech stating the right head brake caster was not holding. The bed was located in a hill-room svc ctr and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).